Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed motor error alarm. The customer was able to clear the alarm and rewind the insulin pump. Customer stated that the drive support cap was normal. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.